Manufacturer narrative:
Manufacturer ref# (B)(4). This MDR submission is being filed to report the product analysis results for the returned device. The distal tip was found frayed and the findings meet u.s. FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: the initial reporter contact information is not available. Section b3 ¿ date of event: the date of the event was not reported. A non-sterile envoy da xb, 6f, 95 cm, mpd was received in a decontamination pouch. Upon receiving the device, visual inspection was performed and the catheter distal end showed severe outer damage with underlying braid exposure. The shaft jacket appeared frayed and peeled with surface loss along multiple segments leading to braid exposure. A manufacturing record evaluation was performed for the finished device 31618625 number, and no internal actions related to the malfunction were identified. No further investigation can be conducted since there is no alleged quality issue against the microcatheter. This investigation is considered complete at this time; if additional information is received at a later time, this investigation will be updated, and further actions can be taken as needed. With the limited information available, no internal action is warranted at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An envoy da xb, 6f, 95 cm, mpd (product code: 67125895db, lot number: 31618625) was received at the decontamination site with no product complaint file associated. Based on the product analysis of the device received, the distal tip was found frayed.